Event description:
It was reported that the patients' left ventricular assist device (lvad) whirl did not sound normal. The aortic valve was opening with every beat as well. The patient had noticed less energy over the last few weeks. Vad parameters, mean arterial pressure (map), and weight had been stable. Log files were sent for review. The event log file contained a few clusters of pulsatility index (pi) events from (B)(6) 2026 to (B)(6) 2026. Otherwise, there were no notable alarm conditions or parameter changes seen in log file. There were no unusual rotor faults, or any other abnormal pump faults were seen in the event log file. Based on the data visible in the log file, the mechanical circulatory support (mcs) equipment was operating as intended electronically and mechanically. Additional log files were sent on (B)(6) 2026 as the patient continued to have unusual vad sounds. Again, it appeared following log file review, that there were no unusual events recorded in the log file event history. The mcs equipment appeared to have operated as intended.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.